Event description:
Procedure performed: laparoscopic sigmoidectomy event description: the consultant noticed a clear plastic ring inside the patient upon his final check before closing up, he did not notice when this may have come lose, therefore it is not clear when the incident occured. He did notice that the trocar was potentially leaking gas whilst instruments were inside it towards the latter end of the surgery however did not replace it. Additional information received by an applied medical representative via email on 05feb26: no photos/videos available. The entire component has fallen out as a whole. All the pieces were retrieved from the patient. No internal seal components removed or cut in order to inspect the damaged component. Instrumentation that passed through the event unit: stapler, harmonic energy device, grasper, swabs, suction. Intervention: not applicable, it was at end of the surgery so they did not replace it. Patient status: patient is well.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.